Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. Pre-dilatation was performed with a balloon catheter inflated two times to 12 atmospheres and the a non-abbott 1.5mm rotablator was used. A 2.5 x 28 mm xience prime was successfully deployed in the distal right coronary artery and a 2.75 x 38 mm xience prime was successfully deployed overlapping the first stent implant; however, during removal of the stent delivery system the catheter caught on the collar of the non-abbott guideliner and when the physician continued to pull on the catheter, the shaft separated at the guide wire exit notch. An attempt to snare the separated shaft from the anatomy took approximately 45 minutes, but it could not be snared. A 300 cm wiggle wire and a 190 cm balance middleweight universal guide wire were advanced, trapping the separated shaft in the guiding catheter and the devices were removed as a single unit. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The difficulty to remove could not be replicated due to the condition of the returned device. Based on visual and dimensional analysis of the returned device and review of the cine, there is no indication of a product deficiency. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported. Although the product was returned for analysis, the separated shaft with the lot identification was not returned. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU) lists the steps to improve balloon rewrap if catheter resistance is encountered during withdrawal. Further, applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. In this case, the IFU deviation appears to have contributed to the shaft separation.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: wiggle, bmw universal. Other: guidezilla guideliner. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.